Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced the low blood glucose. The customer blood glucose level was 40 mg/dl at the time of incident. The customer was treated with food and soda for their low blood glucose. The customer did not provide any symptoms regarding low blood glucose event. The customer troubleshooting was performed. The customer did received a sensor signal alert on low. The insulin pump will not be returned for analysis.